Event description:
It was reported that approximately 34 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, prosthesis wear, failure of implant, osteolysis, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-02963 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02963. D10: concomitents: 6434673 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. 6526898 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. 6016120056 a10012 - gps implant kit v2. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.